Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found white crystallized contaminations were observed in the air and water channel, the light cover glasses¿ adhesive was uneven, the optical cover glass adhesive was uneven, the distal end adhesive was lifting, the angle was strained, the up down angle had play that was evident, and the electrical safety test was not to specification. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, we could not identify the foreign material. ·we could not conclusively specify the root cause of why the foreign material remained in the device. Consideration ·consideration regarding the foreign material we could not identify the foreign material from the obtained information. According to the image provided by sbc, we could confirm the adhesion/clogging of the material in the air water channel, however, we could not identify the foreign material. ·consideration of the cause of the foreign material remained in the device we could not conclusively specify the cause of why the foreign material remained in the device from the obtained information. - it was unknown if the reprocessing steps at the material residue point were deviated from the instruction manual. - no physical damage was confirmed at the place where the foreign material remained. There were no related complaints regarding the event. As a result of confirmation of the inspection of the device at sbc, the event ¿white crystallized material was in a/w nozzle¿ was confirmed. Therefore, the device did not meet the specifications nor the function. Was the subject device used for therapeutic or diagnostic procedure in the subject event? There was no report that the device was used for procedure while the event occurred. Device record review ·repair history repair was performed in the past. DHR reviewed DHR of the subject device and confirmed that the device was shipped in accordance with specifications. There was no non-conformity of the device during manufacturing. The event can be detected and prevented in accordance with the following IFU. IFU states that detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis lucera elite colonovideoscope¿s angulation was too stiff. The issue was found during maintenance. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: contamination was found in the air and water channel. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.